Event description:
The leads were tested for impedance during the implant procedure. The top two contacts of one lead was invalid. The lead was explanted and replaced with a different lead. The explanted lead has not been returned to ans for eval.

Manufacturer narrative:
Device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and it unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.